Event description:
I had a thr in 2006. My dr used a pinnacle cup made by j&j depuy. I have avn which is a very painful and crippling. Post op I expected pain, especially during physical therapy. After being released from therapy, the pain never left. I also noticed popping, looseness and grinding. Can't do normal things anymore. Walking a block to the corner store is a painful experience. When I attempt to cut the grass, it becomes painful and in the evening, I pay in pain for the effort. I thought it was normal to have some pain but this is far beyond normal pain. I hope my dr agrees to a revision. I am seriously worried that without a recall of this depuy pinnacle cup (B)(6) will not cover it. I do not want to be wheelchair bound and too old to withstand the surgery. I hope you will help us all.